Event description:
It was reported, needle 18x1 rb , white foreign body fall into the syringe while withdrawing the fluid. The following was provided by the initial reporter: while withdrawing ns from as ns 250 ml bag to compound a patient's medication, I noticed a white foreign body fall into the syringe while withdrawing the fluid. It has a styrofoam like appearance. I didn't notice anything in the syringe when I connected my needle to it, so I am not sure if it on the inside of the needle. New supplies were gathered for the patient. No medication was involved.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.